Event description:
The patient came to the hospital for 6-month follow-up after 3 stents were implanted in the mid-right coronary artery with overlap. The patient was asymptomatic. A coronary angiogram (cag) was conducted and thrombus was observed inside all 3 previously implanted cyphers. A ptca procedure was conducted but the balloon was unable to cross the thrombus inside stents, so further treatment was scheduled for later. Fifteen days later, balloon angioplasty was successfully conducted inside all three thrombotic cypher stents (balloon size/length unknown). Then three additional cyphers were implanted from the mid-rca to the proximal-rca. The starting point was from the the most proximal previously implanted cypher (3.0 x 18mm) with overlap, and ended at the proximal portion of the rca. Starting at the proximal vessel area to the mid portion area of the vessel, the cypher sizes were (3.5 x 23mm -->3.5 x 18mm -->3.5 x 18mm). All six cyphers were overlapping each other. Three days later, the patient was discharged from the hospital. Balloon at 20 atm 30 seconds. Then pre-dilation was conducted at the mid to distal rca area with the 3.0 x 23mm cypher balloon. The third cypher, a 3.0 x 18mm was implanted at 12atm for 60 seconds proximal to the second cypher. All three cyphers were overlapping each other. Post-dilation was conducted with a 3.0 x 18mm balloon at 18atm for 30 seconds on the third cypher. Ivus was conducted and showed a 50% stenotic lesion remained at the proximal rca. Timi flow before the procedure was 0 and 3 after the procedure. The residual percent of stenosis was 0%. An act was measured. Physician's comment: the patient was prescribed a steroid medicine for rheumatoid arthritis. So the possible cause of the thrombotic event was due to the side effect of steroid.